Event description:
It has been reported a cardiac perforation occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. The patient had a double inter atrial septum (ias). A versacross connect (vcc) and watchman fxd double curve access system (was) were used to cross the ias. On the first transseptal puncture (tsp) attempt, the physician was only able to cross 1 of the 2 ias' and proceeded to begin tenting the second ias tissue. The desired location could not be achieved so the vcc and was system was retracted back from the initial ias tissue and repositioned. On the 2nd attempt, tsp was performed successfully but appeared to puncture the back of the left atrial (la) wall. The vcc radiofrequency (rf) wire and vcc sheath were not seen in the la after tsp but could be seen past the ias. The physician removed the vcc dilator, and advanced the was with the 6 french pigtail catheter. The pigtail catheter was also not seen in the la. Contrast was injected, which filled the pericardial sac, allowing the physician to confirm the cardiac perforation using transesophageal echocardiography (tee) imaging. The patient remained hemodynamically stable, and no pericardial effusion (pe) or electrocardiogram (ECG) changes were noted. The activated clotting time (act) remained therapeutic throughout the procedure. Protamine was given and the patient was sent for cardiothoracic (CT) surgery. The patient fully recovered and was discharged. The physician stated there were no difficulties with the devices during tsp nor any device malfunction.